Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1688tc competitor implantable pacing lead, (B)(6) 2007; 5071-53 (x2) implantable pacing leads, (B)(6) 2007. (B)(4).

Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.